Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2322150. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916, batch#:2322150, 2271612, 1340735, unknown(2). It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the needle clogged during depo administration, bevel of bd needle found to be crumbled when unsheathed prior to use, needle clogged during hep a vaccine administration, needle attached to pneumonia vaccine syringe, tried to release air, but needle was clogged and attempted to release air from syringe, but needle was clogged. Verbatim: issue 1 - needle clogged during depo administration. Issue 2 - bevel of bd needle found to be crumbled when unsheathed prior to use. Issue 3 -needle clogged during hep a vaccine administration. Issue 4 -needle attached to pneumonia vaccine syringe, tried to release air, but needle was clogged. Issue 5 attempted to release air from syringe, but needle was clogged. Item - 305916. Lot - 2322150, 2271612, 1340735.